Event description:
A cartridge alarm was reported with the pump during usage. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it remained within normal range. The customer was assisted in loading a new cartridge successfully, and insulin therapy was resumed without further issues.